Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected two opened used enlite sensors and performed bicarbonate buffer test. Both sensors passed per specifications with accurate readings.

Event description:
It was reported that the customer's sensor was not sticking. The customer's blood glucose was 170 mg/dl. The customer stated that the transmitter did not blink when connected to the sensor. Advised customer to replace the sensor and check for bent, damaged or retracted sensor. Customer stated that there is no electrode and verified that the needle did penetrate the skin. Customer stated that it looked like there was never a sensor cannula and that the cannula was missing when the sensor was removed. Nothing further reported.